Event description:
The customer reported a loss of motorized motions. No pt or user injury was reported.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The connectors on the rui were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.